Event description:
On (B)(6) 2013, follow up with the nurse found that the increase in seizures were related to end of service. The nurse stated that the seizures appeared to be steadily increasing, but the patient does not call the office a lot and only when medication refills are needed. The patient has not been evaluated again since the generator replacement. No additional information was provided. Product analysis of the generator confirmed it was at end of service. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications of the current automated post burn test 102. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
On (B)(6) 2013, it was reported that the patient had been admitted to the hospital over the weekend for increased seizures. The hospital interrogated the patient's device and found that the vns battery was dead. The physician was asked if the increased seizures was related to the eos status of the battery; however, he said that he did not know. The vns generator was replaced on (B)(6) 2013 and was returned to the manufacturer. A battery life calculation estimated zero years remaining until a neos condition. Previous clinic notes indicate the patient's father said that the patient's seizure frequency has decreased considerably with the vns. No other information has been provided.